Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj.) Vancomycin (1 gram, stat, route of administration not reported) and inj. Fortum (1 gram stat and 250 milligrams, intraperitoneally, frequency and duration not reported). At the time of this report, the patient¿s fluid was reported to be clear and the patient was recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.